Manufacturer narrative:
An initial MDR was submitted for a misidentification associated with the vitek® ms instrument involving a patient sample (rectal swab). Additional information was received from the customer on 12dec2016 indicating the sample was sent to a reference lab and an error was made by the reference lab. In the sample, there were two (2) strains, faecium and gallinarum. The customer reported the reference lab did not identify the good strain. The customer indicated the vitek® ms gave the good identification. Therefore, this discrepancy is not a reportable event for the vitek® ms.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® ms instrument involving a patient sample (rectal swab). The customer reported the testing media as chromid® vre. There were two (2) types of colonies. Colony pink was suspicious for e. Faecium vre. Identification using vitek® ms was 99.9% enterococcus faecium for one colony and enterococcus gallinarum. Testing was repeated on vitek® ms and the result was 99.9% enterococcus faecium. An internal biomérieux investigation will be initiated.